Event description:
Information received indicates when the bed is plugged in the solenoids will click and the hi/low function will try to go up then down without pushing the button.

Manufacturer narrative:
The technician isolated the issue to the right siderail ucm circuit board. He replaced the circuit board to repair the bed.